Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that undersensing of r wave was observed on the pacemaker. The programmed senseability settings were not able to decay sensitive enough to sense smaller r waves. Programming changes to sensitivity were recommended. There were no reported patient consequences.